Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device with an allegation of skin irritation and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. A device was returned to a third-party service center for investigation. On dec-29-2023, during evaluation of the device, the third-party service center visually inspected the device and found damaged buttons on the upper enclosure. The device was repaired and returned to the customer for use.